Event description:
Boston scientific crm received information the patient with this implantable cardioverter defibrillator (ICD) experienced an inappropriate shock during a breast biopsy procedure. The patient was pacemaker dependent. In a review of the episodes of a save to disk that was sent in there were two episodes of pacing inhibition lasting more than 2 seconds. The tool used during the biopsy was an argon beam laser. Noise was only noted on the rv rate sense electrogram. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The inappropriate shock reported appeared to be the result of noise that the device registered while an argon laser was in operation. Following the shock the device remained in operation elective replacement indicator (eri) was reached. No additional allegations were made against the device and no more inappropriate shocks were delivered. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Approximately seven months later this device was explanted for an unknown reason and returned for analysis. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.